Manufacturer narrative:
Final analysis found normal device characteristics.

Event description:
It was reported that at a follow-up, noise was noted in both of the pulse generator's channels. The noise could be reproduced during isometric testing. The patient was provided with a holter monitor to monitor the noise at home. Results of the holter monitor confirmed continued noise episodes which correlated to the patient getting out of the bed to use the restroom. An x-ray was performed which revealed no abnormalities. It was suspected that the noise was due to the device. The patient was brought into the hospital for a device change out. The procedure was successfully completed by explanting and replacing the device and connecting the already implanted leads to the new device. The patient was doing fine post surgery.